Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv oversizing, severely obliterated sinuses of valsalva, porcelain aorta, and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to cardiovascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a significant impact on the patient's symptoms. In thv patients, it may be caused by guidewire perforations or annular ruptures. In transapical patients, postoperative pericardial effusions are common, most will resolve spontaneously, and some may require intervention. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a contained rupture not seen at time of implant which caused slow growing effusion caused or contributed to this event but a definite root cause was unable to be determine since due to patient conditions, no additional imaging was performed to determine where the injury took place. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text: the valve remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a 29mm sapien 3 transcatheter heart valve in aortic position by right transfemoral approach in a patient with bicuspid morphology with type 1 r/l fusion, moderate lv impairment (ef 40%) and annulus size of 742mm2, during the procedure, the valve was implanted with nominal volume +3cc and no pre/post dilation was performed. Following the implantation, patient was seen to be stable with stable blood pressure and post-procedural echocardiography revealed no complications (no effusion seen). The procedure was deemed to be a success with no significant pvl and good hemodynamics. The patient was discharged home on pod2 following medical review. However, the patient re-presented to hospital on pod2 with severe breathlessness and pain on inspiration. A subsequent echocardiogram was seen to show a pericardial effusion that led to cardiac tamponade, therefore, a chest drain was inserted and the patients hemodynamics were stable. The patient passed away on pod3. As per medical opinion, it was probably a contained rupture not seen at time of implant which caused slow growing effusion and due to the patients condition, no additional imaging was performed to determine where the rupture took place. Therefore, the root cause of the event was likely an aortic root injury causing pericardial effusion. The cause of death was cardiogenic shock 2nd to cardiac tamponade.